Event description:
Customer reported that the battery died without warning from the insulin pump. Customer declined troubleshooting. She stated that she had not received any alerts or alarms for a battery issue. The blood glucose reading was 347 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.